Manufacturer narrative:
(B)(4). Date sent: 4/28/2020. D4: batch #t94e69. Investigation summary: the device was received with the blade outer sheath broken at the torque wrench area. In addition, the blade was not broken off as reported. The broken piece was returned with the device. When tested for functionality, the device could not be torqued into the hand piece due to the damage of the outer sheath at the torque wrench area. The damage of the device could have contributed to the assembly and disassembly issues reported. Due to the damage at the outer sheath, this does not allow use of the torque wrench when trying to assemble and disassemble of the device with the hand piece. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to what caused this issue. Additionally, as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown cardiovascular surgery, it was found that the blade had been broken at setting. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.